Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited intermittent loss of capture. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction: section b3 - the correct date of event should have been "(B)(6) 2025" rather than "(B)(6) 2025". Correction: section d10 - the correct therapy dates for both the leads should have been "(B)(6) 2025" rather than "(B)(6) 2025."